Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with bradycardia. Upon device interrogation, it was found that the right ventricular (rv) lead exhibited high and undefined impedance, oversensing and loss of pacing. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited rising thresholds and had a dislodgement prior to being explanted. It was also reported that the implantable pulse generator (ipg) had a possible connection issue. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.